Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the failure mode cannot be confirmed. The device was tested and performed as intended. An investigation of the device manufacturing record was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt line tubing near the pt's trigger. Pt was in drain one. Pt had no ill effects. Sample is available.